Event description:
The surgeon has reported to the sales rep that the nail is broken through the collum lag screw hole. The nail was removed and the patient had revision with a hip prosthesis.

Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.